Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that a vessel dissection and a balloon rupture occurred. The 90% stenosed target lesion was located in a non-calcified and mildly tortuous left anterior descending (lad) artery. A 3.50x24mm promus element plus drug eluting stent was selected to treat the target lesion and was deployed to the lad at 11 atms. The physician then pulled back and inflated the balloon of the sds, however, it ruptured at 14 atms. Post ivus showed a small dissection at the proximal side of the deployed stent. Upon inspection of the sds outside the patient, the balloon had a pinhole rupture at the proximal which the physician thought caused the dissection. The procedure was completed with a different device.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was returned for analysis. A balloon pinhole was identified in the balloon material. The pinhole was located at the proximal edge of the proximal markerband. A microscopic examination of the balloon material and proximal markerband could not identify any issues which could potentially have contributed to the pinhole. Further examinations of the device identified a kink in the midshaft at 3.6cm proximal to the port. This kink is consistent with excessive force having been applied to the shaft and it is not directly related to the complaint incident.. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that a vessel dissection and a balloon rupture occurred. The 90% stenosed target lesion was located in a non-calcified and mildly tortuous left anterior descending (lad) artery. A 3.50x24mm promus element plus drug eluting stent was selected to treat the target lesion and was deployed to the lad at 11 atms. The physician then pulled back and inflated the balloon of the sds, however, it ruptured at 14 atms. Post ivus showed a small dissection at the proximal side of the deployed stent. Upon inspection of the sds outside the patient, the balloon had a pinhole rupture at the proximal which the physician thought caused the dissection. The procedure was completed with a different device.